Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case on the display window corners, a cracked lcd window, minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Event description:
Customer's mother reported via phone call that customer received a no delivery alarm and insulin pump had difficulties rewinding. Customer's blood glucose was 400 mg/dl. Caller declined troubleshooting. Insulin pump would be replaced.